Event description:
An adverse event form for a study patient was received indicating that the patient experienced a superficial neck wound infection. It was noted that the patient was given antiobiotics and the infection has resolved. The event was noted to have probable relationship to the vns implant. The severity was listed as mild and did not cause the patient to discontinue the study.